Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display screen does not respond after the stylus touches the screen. The programmer was returned for service. There was no patient involvement.